Event description:
It was reported that the humeral punch broke into two pieces when using it. All pieces retrieved from patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : it was reported that the humeral punch broken into two pieces when using it. Everything was retrieved from patient. The device associated with this report was returned to depuy synthes for evaluation. ¿visual examination of the device confirmed the reported allegation. The humeral punch pin broken off from the rest of the device due to the weld is broken. The broken fragment was returned for examination. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the humeral stem pin punchl would contribute to the complained device issue. Based on the investigation findings, the root cause is traced to design. The product issue has been addressed through depuy synthes quality system. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.